Event description:
It was reported that during a ptca/stent procedure, a stent was implanted to treat a lesion in the proximal right coronary artery. Three days post-procedure, the pt experienced an inferior infarction. The pt returned to the catheter lab five days after the stent was implanted, and thrombus was noted in the mid-section of the stent. Ptca was performed with another company's balloon catheter.